Event description:
It was reported during lead preparation, the right ventricular lead's helix would not retract. Another lead was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to retract helix was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found a twisted insulation. X-ray examination found an over-torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could retract and extend. The cause of the reported event was due to an over-torqued inner coil at the connector region, consistent with procedural damage.